Event description:
Complainant alleged that while attempting to monitor a pt (age and gender unk) the electrodes caused the associated defibrillator to display a "poor pad contact" message. The clinicians put on a new set of electrodes to continue therapy. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the prod and will be providing a f/u report when our investigation is completed.